Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 298 mg/dl and the sensor glucose was 89 mg/dl at the time of the incident. The high blood glucose was treated with the insulin pump. There was an incident where the blood glucose was 36 mg/dl and sensor glucose was 274 mg/dl and down to 251 mg/dl. Customer treated the low blood glucose with coke. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer also reported getting a failed battery test and pump errors. Customer declined troubleshooting. The blood glucose was 160 mg/dl at the time of call. The customer was advised a replacement sensor will be sent out. Customer will not return the product.